Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30478888) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure targeting an aneurysm on the internal carotid artery (ica) approximately 5mm in average, the 5mm x 15cm galaxy g3 coil (gly120515 / 30478888) was chosen as the first coil. It was inserted into the prowler select microcatheter. The guiding catheter used was the 6f envoy. After numerous attempts, the coil was not detached from the device positioning unit (dpu). The connecting cable and the detachment control box were changed, but the coil still did not detach. The coil had to be removed from the microcatheter; five (5) galaxy g3 coils were inserted in the same microcatheter without any issue. There was no patient adverse event or complications associated with the reported event. Additional information was received on 22 april 2021, indicated that the coil was not stretched when it was removed; it was still attached to the delivery system when it was removed from the patient. The coil was not broken during the retrieval. The enpower dcb 2 detachment control box was used with a standard connecting cable to detach the coil. The same dcb and connecting cable were used to detach the subsequent coils. A pre-deployment electrical check was performed, the low battery light and the fault light were not seen during the procedure. Upon pressing the power butting on the enpower dcb, all the lights illuminated. During the detachment cycle, the audible signal beep was heard. All connection fit without application of excessive force. The reported issue resulted in a 15-minute procedure delay but it was not considered clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure targeting an aneurysm on the internal carotid artery (ica) approximately 5mm in average, the 5mm x 15cm galaxy g3 coil (gly120515 / 30478888) was chosen as the first coil. It was inserted into the prowler select microcatheter. The guiding catheter used was the 6f envoy. After numerous attempts, the coil was not detached from the device positioning unit (dpu). The connecting cable and the detachment control box were changed, but the coil still did not detach. The coil had to be removed from the microcatheter; five (5) galaxy g3 coils were inserted in the same microcatheter without any issue. There was no patient adverse event or complications associated with the reported event. Additional information was received on 22 april 2021, indicated that the coil was not stretched when it was removed; it was still attached to the delivery system when it was removed from the patient. The coil was not broken during the retrieval. The enpower dcb 2 detachment control box was used with a standard connecting cable to detach the coil. The same dcb and connecting cable were used to detach the subsequent coils. A pre-deployment electrical check was performed, the low battery light and the fault light were not seen during the procedure. Upon pressing the power butting on the enpower dcb, all the lights illuminated. During the detachment cycle, the audible signal beep was heard. All connection fit without application of excessive force. The reported issue resulted in a 15-minute procedure delay but it was not considered clinically significant. The complaint device was returned for evaluation and analysis; it was received on (B)(6)2021. The investigational finding is documented below. Investigation summary: the non-sterile 5mm x 15cm galaxy g3 coil was received contained in a pouch. Visual inspection was performed. The returned device was observed to be in good, normal condition without any appearance of damage nor anomaly. A microscopic inspection was performed. The embolic coil was observed in stretched condition. The observation of the stretched condition was not reported in the complaint. The cause of the stretched condition of the coil cannot be conclusively determined; it is possible that the coil became stretched during post-procedure handling and / or during the device return preparation. Functional analysis: although the embolic coil was observed stretched, the functional testing was performed. The resistance of the device was measured with a multimeter. The resistance measured to be 52.5 o; this is within the specification range of 48.5 o ¿ 56.0 o. The device was then connected to detachment control box dcb2000500 (dcb) with a lab sample enpower control cable and the power was turned on. The system ready light illuminated. The detach button was pressed and the embolic coil was detached without problem. The reported issue documented in the complaint that the 5mm x 15cm galaxy g3 coil failed to detach after numerous attempts could not be confirmed through functional evaluation; the complaint coil was observed stretched but the resistance was found within specification and it was able to undergo functional testing during which it was successfully detached without any issue. A review of manufacturing documentation associated with this lot (30478888) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendations: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The stretched coil condition was not originally reported in the complaint. Additional information received on 22 april 2021 indicated that the coil was not stretched when it was removed. The exact cause of the stretched condition of the embolic coil cannot be conclusively determined. It is possible that the embolic coil could have become stretched during the post-procedure handling or during device handling in preparation to return the complaint product for evaluation and analysis. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 5mm x 15cm galaxy g3 coil left the manufacturing facility with the coil in the observed stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the investigation findings code of ¿no device problem found (c19)¿ is related to the reported ¿failure to detach¿ issue in the complaint. This issue was not confirmed based on the functional evaluation and analysis. This investigation finding code corresponds to the investigation conclusion code ¿no problem detected (d14).¿ updated sections: g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the additional event information received on 10 may 2021. On 10 may 2021, additional information related to the name of the surgeon was provided. The surgeon¿s name is (B)(6) ph.d., mba. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17 june 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.